Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Patient reported she was admitted to the hospital on 3 occasions, (B)(6) for unmanageable diabetes. Patient stated once the hospital meter tested 893 mg/dl. Patient reported she did not lose consciousness. Patient stated for each incident, the paramedics were called based on her odd behavior; she felt weak and dizzy, in a daze. Patient does not know any of the initial results from the paramedic meter. Patient alleges the meter was the cause of the hospital admissions; the meter must read too low because it caused her to not take enough insulin and it went too high causing the hospitalizations. Patient reported she was treated at the hospital with an insulin drip and stayed each time for 4-9 days. Patient no longer has the strips that were in use to return. Requested return of suspect device and replacement was sent.